Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Upon further review, the device does not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
Upon further review, it has been determined that the medical device problem code of 3189 was incorrectly submitted on the previous report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to bipap device's sound abatement foam. Patient alleged of black matter in her humidifier, nostril irritation and odor/smoke smell. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The device was evaluated internally and externally. During investigation, observations are unknown dust contaminant on top enclosure, front panel and bottom enclosure, flip lid, flip lid seal, dry box, dry box seal, bottom cover and heater plate. An unknown contaminant was observed on the flip lid, water tank lift tray and bottom enclosure. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were 3 errors found. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.